Manufacturer narrative:
(B)(4). Report source: foreign source- (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01097, 0001822565-2019-01099. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty last year. Subsequently, about four to five weeks post op, the patient experienced pain, numbness and noise from the implants. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.